Event description:
While placing peripherally inserted central catheter (PICC) line, noticed 5.5fr dilator frayed at center of introducer, and piece sticking out, and not smooth, and unable to insert into patient arm.